Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the liquid crystal display (lcd) and upgraded the backlight inverter pcb. The ventilator passed all testing.

Event description:
It was reported that the ventilator display was erratic. It is unknown if there was a patient connected to the device.